Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; the pump emitted an unknown call service alarm. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2018 with the following findings: the pump was unable to power on for investigation and was completely unresponsive due to moisture contamination in the battery canister, reported on medwatch report #2531779-2018-04852. Investigation of the alleged call service alarm issue was not able to be completed because the pump was received in a condition that made investigation of the call service alarm issue impossible.